Event description:
Reportedly, during testing, it was found that the fio2 on the ventilator was not working. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: the returned ventilator was visually inspected and no anomalies were noted. The ventilator was powered on using both a battery source and a power source; it functioned normally. A circuit check test was performed and the unit passed. The oxygen sensor was tested and the reported fio2 issue was duplicated. The oxygen sensor was confirmed to have caused the reported issue.